Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that three beutelrock reamers broke during treatment of one patient; no injury occurred and the broken part was removed and treatment has been completed.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.